Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose over 15 mmol/l (270 mg/dl) while wearing the pod for a day and a half. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, bolus corrections were administered.

Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The top and bottom housing of the pod was observed to be cracked. Corrosion was observed on multiple internal components, including the pcba, mechanism rails, top battery, battery springs, and commutator cap. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. All three battery voltages were measured to be lower than expected. A leak test was completed due to the internal corrosion; no leaks were found. The investigation was unable to conclusively determine to timing and cause of the cracks, however, was able to conclude that the cracks allowed fluid to leak into the device.